Manufacturer narrative:
The pt was a female in continuous veno-venous hemodialysis (cvvhd) therapy. She had been on the prisma machine for approx three days. It was the family's decision to discontinue life-saving treatment on this pt. Facility's chief biomedical tech performed a complete preventative maintenance (pm) but could find nothing wrong. He was unable to examine the events history as it had been erased. In 2007, gts rep was dispatched to inspect the prisma machine. He verified that all pressure transducers were working according to MFR's specifications, and verified all the scale values, pump speed, automatic reposition system (arps) and power supply voltages. Finally, a functional check was performed with no alarms or other problems found with the machine. He determined that the machine performed according to MFR's specifications. He then approved the machine to be placed back into service. The customer does not suspect that the machine contributed to this pt's death. Gambro has found no evidence to suggest that it's device caused or contributed to this event. Gambro does not regard the submittal of this report as an admission of liability.